Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that the sterile pouch was compromised. A hole was observed on the packaging of a 6f g guidezilla ii guide extension catheter. The unit was considered not sterile. No patient involvement.